Event description:
It was reported that a missing needle occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause.

Manufacturer narrative:
(B)(4).